Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05239. It was reported that product sterility was compromised. An encore balloon catheter inflation device was selected for use. During checking of two devices before the procedure, it was noted that the plastic packaging had a line cracks along the corner on the inner sterilized box even if it was properly sealed. No patient complications were reported.